Manufacturer narrative:
(B)(4). Batch # n9200r. The device was returned with no apparent damage. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. There were no alert screens displayed at any time during testing. The device was analyzed, and it was determined that it was likely connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components and no anomalies were noted. This device is packaged and sterilized for single use only. Multiple patient uses may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The ¿tighten assembly¿ alert screen appears when the instrument may not be properly assembled to the handpiece. However, no alert screens were displayed at any time during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: har9f did activate without anyone pressing the buttons. It occurs occasionally. After a few sudden activation, the screen of gen11 will turn to ¿tighten assembly¿ and ask the nurse to re-screw the consumable again. After reassemble, it can be used for a few more minutes, then it repeated the error.

Event description:
It was reported that during a thyroidectomy procedure, once the harmonic focus tested and ready, she activated it around three times. The gen kept periodically activating by itself and after a few auto-activations (without the activation of the surgeon), the gen11 screen showed "reassemble." It happened again and the nurses tried to re-screw it, but still, the situation persisted. They tried to change to another hand piece (which is quite new, and another generator), still, same situation occur. Finally, surgeon opened the second consumable to proceed the surgery. There were no adverse consequences for the patient reported.